Event description:
It was reported that the left ventricular (lv) lead was attempted but not used during implant procedure. The initial guidewire used was difficult to pass through the lead lumen. A new wire was used, and passed through the lead easily. The lead was positioned within the patient; however, when removal of the wire was attempted, it was found to be stuck inside lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead became extrinsically distorted due to stylet/guidewire coating. There was foreign material on the distal conductor of the lead and it was obstructed. Visual summary analysis of the lead indicated damage at implant. The competitor guidewire's hydrophilic coating adhered to the coil filars causing the guidewire to stick in the lead lumen. As a result, the coil filars became distorted when trying to pull the guidewire out of the lead.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed and the distal conductor of the lead became extrinsically distorted due to stylet/guidewire coating. There was foreign material on the distal conductor of the lead and it was obstructed. The competitor guidewire's hydrophilic coating adhered to the coil filars causing the guidewire to stick in the lead lumen. As a result, the coil filars became distorted when trying to pull the guidewire out of the lead. (B)(4).

Manufacturer narrative:
(B)(4)